Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received motor error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that a motor error recurred during rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor; unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no excessive no delivery alarm due to motor error alarm however, the insulin pump was received with normal operating currents and passed a21 error test. The insulin pump had bleeding lcd glass, minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.